Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 11-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ("very heavy uterine hemorrhages") in a (B)(6) female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy along with the removal of one ovary). Essure was removed on (B)(6) 2014. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ("very heavy uterine hemorrhages") in a (B)(6) female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy along with the removal of one ovary). Essure was removed on (B)(6) 2014. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.